Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned.

Event description:
It was reported that an animal underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture detached from the needle. It was not a control release needle.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/11/2020. Additional information: additional h3 investigation summary: an empty labeled winding former, a needle and a suture of product code z304 were received for evaluation. During the visual inspection of the needle, the swage and attachment area were noted to be as expected, the edge of the barrel hole could be observed with marks that appears to be by use of the surgical instrument. The end of the suture was noted with damaged caused by use of a surgical instrument. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The condition of the sample received indicate an improper handling of the device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.